Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that during use with a bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes there were low draws. The following information was provided by the initial reporter: customer has lately experienced problems with li-hep tubes during sample collections. Some of the tubes only draw a very limited amount of blood. The customer has tested several tubes, but the problem remains. All involved tubes are from the same lot number.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with a bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes there were low draws. The following information was provided by the initial reporter: customer has lately experienced problems with li-hep tubes during sample collections. Some of the tubes only draw a very limited amount of blood. The customer has tested several tubes, but the problem remains. All involved tubes are from the same lot number.